Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the promus element stent delivery system (sds) was received for analysis in a product pouch and shelf carton. The balloon was tightly folded and the stent was centered between the markerbands. The third and fifth row on the proximal end of the stent had 2 struts in each row that were bent back. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the analysis completed (B)(6) 2011. It was reported that during a percutaneous coronary intervention, the 3.0x20mm promus element stent would not cross the lesion. The 87% stenosed lesion being treated was located in the severely tortuous and severely calcified left anterior descending (lad) artery. The lesion was pre-dilated with a non-bsc 2.0x15mm balloon. The physician advanced the stent system and was not able to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient status is stable. Returned product analysis reveled stent damage. This product is only ous approved but it is similar to an approved us device.